Event description:
Adult resuscitator was opened and given to nurse anesthetist to use during cardiac arrest. Adult resuscitator would not reinflate. Respiratory therapist also attempted and was unable to get adult resuscitator to reinflate. Another adult resuscitator was immediately obtained and used. The original adult resuscitator was saved.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.